Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no sample was received for investigation of complaint reference (B)(4), in which the customer has reported observing a tear in the tubing of a vp set; the tear is reported to have been located "near to the orange clip", further information provided by the customer has confirmed that leakage of tpn occurred as a result of the tear, but the customer was unable to provide neither the model nor the lot number of affected product. The details of this feedback were forwarded to the manufacturing site; however a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the products in the alaris vp disposables product range.

Event description:
It was reported that the unspecified bd¿ infusion set leaked near the orange clip during use. The following information was provided by the initial reporter: "giving set found to have a small tear in the line near to the orange clip that inserts into the pump no injury".